Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms while connected to the power module was confirmed via the submitted log files. The log files contained approximately 72 days of data combined (29apr2020 ¿ 10jul2020 per the timestamps). The log files captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections due to the rsoc and bus voltage levels dropping. The atypical alarms occurred while connected to 14v batteries and while connected to the power module and occurred on both the black and white power cables. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The power module was not returned for evaluation. Multiple attempts were made to obtain additional information (including the serial number of the power module, if the reported issue was resolved, and if any equipment would be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the power cable disconnected alarms, and the actions to take if the alarms cannot be resolved. Section 6 entitled ¿equipment maintenance¿ provides guidelines for the periodic inspection and cleaning of all equipment, including the power module patient cable. Section 10 entitled ¿safety checklists¿ provides checklists to for performing routine maintenance of the heartmate iii lvad, including the power module. Section 3 entitled ¿powering the system¿ provides an explanation on how to properly connect the power module to the heartmate iii system controller without any issues. The heartmate iii patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
UDI number added. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were a few suspect power cable disconnects while on the power module. Additional information was requested but not provided.